Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that when clarifying the statement "they think the stim was put in the wrong place" the hcp had no concerns reporting the placement was appropriate. The cause of the issue was reported to be likely due to the patient turning stim up too high. The patient was in contact with manufacturer representative (rep) in (B)(6) 2021 and was instructed to re-program. Despite instruction the patient upped the stim. The patient will be contacted and invited for follow-up in office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g gastrointestinal/pelvic floor therapy. It was reported that the pt stated they don't feel like the stimulator really works for them. Pt stated that, at night, they flood and, during the day, they may flood they may not. Pt stated they are just disappointed in the therapy. Pt stated when they increase stimulation they feel an achy sensation in their rectum. Pt stated they don't feel stimulation in the bike seat area. Pt said they've tried different programs, and increasing settings, but they weren't sure how high they could go. Pt also mentioned noticing that the ins is achy in the pocket site when they play pickle ball. Pt stated when they run, they feel an aching sensation. Pt stated this also started about the time that they got the device implanted and they wanted to know if it's possible the device moved. Pt services walked pt through steps of increasing stimulation as long as it's comfortable or discussing possible program change with the doctor. Pt services reviewed that pt may want to consider having the pocket site also checked. Pt will consult with doctor and may consider trying a different program they haven't tried yet. Additional information was received from the patient on (B)(6) 2023. When asked the cause of feeling an achy sensation in the rectum when increasing stimulation, they reported that they have no idea except to think that the "stim" was put in the wrong place even though their surgeon was happy it went in the "perfect place." When they "hike" the area where they put they battery, it has a dull ache. No one has been able to help them. They were just told to keep trying different numbers. This issue has not yet been resolved. The cause of not feeling stim in the bike seat area was not determined, but it could be the surgery wasn't perfect even though they had an excellent surgeon. They have no idea what to do, they just keep trying different numbers. This issue has not yet been resolved. As soon as surgery was over, the man was showing them how to use the device, and they didn't feel it in the bike seat area, but in the rectum. The patient told the rep.